Manufacturer narrative:
The crt-p and lv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was seen in the clinic. Interrogation of the device found short episodes recorded due to noise on the ventricular channel that was oversensed. Provocation testing was performed but the noise could not be reproduced. This is a pacemaker dependent patient and reported having occasional dizzy spells when he stands too quickly but feels it is related to his blood pressure. The printouts were sent to boston scientific technical services (ts) for review. A ts consultant discussed that the noise morphology is consistent with myopotentials; however, it does not appear to be due to a potential lead issue. The noise lasted for short durations; less than 2 seconds in each episode. Additional troubleshooting was provided. No adverse patient effects were reported. Additional information was received that the lead exhibiting the noise was the left ventricular (lv) lead. The patient was seen again and no further issues were reported.